Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a battery out limit alarm. The customer's blood glucose level was 412 mg/dl. The customer treated with insulin. The customer also reported that after putting the battery in backwards, she could not get the battery cap off. The customer was able to remove the battery cap but it was damaged in the process. The customer also reported that she had recently been admitted to the hospital due to alcoholism. The customer expressed frustration with the device giving her extreme low and high blood glucose levels. The customer was advised to monitor the device and call back if problems persisted. The customer was shipped a replacement battery cap. Nothing was replaced or returned.